Event description:
Fire dept arrived and pt ws in full cardiac arrest, CPR was in progress. Pads were placed and the AED continued to state ¿apply second pad¿. Pt was transferred to the emergency room - outcome is unk.

Manufacturer narrative:
Unit has not been received or evaluated yet. A follow-up report will be submitted once investigation is complete.